Event description:
Reported false negative sars result. The customer communicated the result was positive by another molecular method.

Manufacturer narrative:
Investigation summary: retain test of the #218542 kit resulted in expected results. Unable to duplicate customer complaint. Root cause for false negatives is unable to be determined through retain testing. Root cause: no problem found; unable to determine. Source: phone.